Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently the aortic neck is 22mm in diameter and 8mm in length with 35mm degree angulation it was reported that the patient presented with a gi bleed approximately 12 years post index procedure. A CT was performed which showed the aneurysm sac was 8.4x7.2cm with a type iii endoleak fabric tear . The physician placed a 28x28x49 endurant cuff and relined both limbs. The right limb with a 16x16x156 endurant limb and the left limb with a 16x24x156 endurant limb and the event was resolved. Per the physician the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Internal film review: the exact cause of the reported type iii fabric endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review. Films returned 12 years post-implant revealed that that there appeared to be good proximal and distal sealing. The bifurcate aortic body was essentially straight along the 3cm proximal seal length, and some calcification was observed along the distal neck and proximal distal sac. Contrast was seen along the right side of the bifurcate aortic body at the top of the sac along the posterior/right aortic wall. This appeared most likely to be a type iii fabric endoleak, and there was an additional potential contribution from lumbar arteries (type ii) which were also visible near the endoleak source. No other stent graft issues were seen near the endoleak. It is possible that external abrasion due to calcification may have contributed to this potential type iii fabric endoleak. Films during the intervention which resolved the endoleak we re not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.